Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to communicate with the charging system after the implant; the dressing was still covering the implant site. It was reported when the dressing was removed, the issue did not resolve, and a replacement charging system was attempted. Once the surgical staples were removed an additional attempt was made to communicate with a charging system to no avail. It was reported the charging system was able to communicate slightly when slight pressure was applied with the charging system. The external programmer was able to communicate. F/u identified the physician planned surgical intervention to address the issue at a future date.